Event description:
It was reported on (B)(6) 2025 the patient received the following results within 15 minutes: 321 mg/dl and 157 mg/dl. On (B)(6) 2025 the patient received the following results within 15 minutes: 311 mg/dl and 139 mg/dl.